Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including weak battery, low battery, failed battery test, blank display and excessive no delivery alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer changed the batteries multiple times but the issues persist. It was also found that the pump had alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display, reboot or reset time/date anomaly noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit or failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected bolus stopped alarm or no delivery alarms were noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.